Event description:
It was reported that the pt lost stimulation and the ipg stopped communicating with the programmer. Rep met with pt and tried another wand and programmer but neither communicated with the ipg. The ipg will be replaced.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.